Manufacturer narrative:
On 02-dec-2024, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The issue was identified towards the end of the procedure. The instrument was removed immediately after the issue was identified. It is unknown what the surgeon believes caused the instrument to break. The staff does not remember if the instrument was removed during the case. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the customer identified broken cables on the fenestrated bipolar forceps instrument. The customer performed an x-ray on the customer after the case was completed robotically and did not find any broken fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. The instrument was also found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage.